Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 17-feb-2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine ultraclean mint floss, (lot number 1745d, frequency and expiration date unspecified) dentally for oral health. After an unspecified duration, the consumer noticed the floss was gummed up and had a hard time coming out. The consumer also mentioned the cutter of the floss popped off with no plastic pieces during use and the consumer used scissors to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction in the united states of america. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Based on the investigation results, there is no evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report had no adverse event. This report was considered a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 03-mar-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine ultraclean mint floss, (lot number 1745d, frequency and expiration date unspecified) dentally for oral health. After an unspecified duration, the consumer noticed the floss was gummed up and had a hard time coming out. The consumer also mentioned the cutter of the floss popped off with no plastic pieces during use and the consumer used scissors to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction in the united states of america.